Event description:
The customer reported that the nibp (non-invasive blood pressure) pump was starting and stopping per the interval assigned but noticed that the same nibp value was showing in the display. The device was in clinical use at the time the reported issue was discovered. There was no reported patient impact or injury.